Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of july 3, 2019, was chosen as a best estimate based on the date of mesh implant. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6) the revising physician is: (B)(6) block h6: the following imdrf patient codes capture the reportable events of: e2330 - pain. E1405 - dyspareunia. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported that the patient underwent an solyx sis system device implant procedure on (B)(6) 2019. During the same surgery, robotic total laparoscopic hysterectomy, bilateral salpingectomy, anterior colporrhaphy, uterosacral plication, and cystoscopy procedures were also performed. On (B)(6) 2020, the patient was diagnosed with severe voiding dysfunction, pelvic pain, and dyspareunia, and underwent mesh removal. During the procedure, sharp dissection was used to separate the vaginal epithelium from the periurethral fascia bilaterally to the level of the inferior pubic ramus. The sling was identified at the mid-urethra, located deep to the periurethral fascia. It was circumferentially dissected, transected at the midline, and removed bilaterally up to its insertion into the obturator internus muscle. The sling was excised and sent for pathological analysis. The urethra was inspected and found to be intact. Copious antibiotic irrigation was performed. Vaginal packing and a foley catheter were placed. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.